Event description:
It was reported that the user¿s continuous glucose sensor was accidentally dislodged and a replacement sensor was applied but not started in the ilet mobile app, which led the pump to stop automated dosing. A fingerstick glucose of 357 mg/dl was entered and the user was guided to properly scan and start the new sensor to resume operation. Symptoms included hyperglycemia and dry mouth. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to not starting a new sensor, and that no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.